Event description:
Biomedical engineer reported facility has experienced electromagnetic interference (emi) with the electrocardiogram (ECG) signal to ECG monitor. Monitors used are manufactured by ge, ones used in the cardiac ICU are ge 8000 and ge 8000m. There are various models made by ge used in other units that have also experienced emi. Biomedical engineer reported arrhythmias may be missed altogether and sometimes it is a sporadic interference. Monitor at times will indicate no heart rate being registered or there will be false arrhythmia alarms or an alarm is suspended until the emi is cleared. It was reported that there will be a normal qrs signal and then bursts of noise, sometimes in a pattern and other times intermittent. Biomedical engineer stated there is no proof that something adverse has occurred with patients as a result of these emi's.